Manufacturer narrative:
(B)(4).

Event description:
The rv electrode was found dislodged. During revision, the helix could not reinsert into new tissue, so the lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Upon analysis, mechanical testing of the helix was not possible due to the helix being damaged during the implant procedure. The helix was stretched at the helix region and no anomalies were noted at the connector region. Electrical tests performed indicated normal electrical characteristics.